Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.

Event description:
Primevigilance notified teoxane of an adverse event on 10-feb-2025. A female patient was injected on (B)(6) 2025 with rha 2 on unknown area using an unspecified needle. The next day, on (B)(6) 2025, the patient experienced vascular occlusion in the lips. As treatment, ten vials of hyaluronidase over 2 days course were used. Despite reminders, no updates were provided about the patient, thus the case was closed as is.